Event description:
The event is reported as: complaint alleges: "the breathing machine alarmed during connection to humidification & filtration on a pt. After the nurse checked and discovered that the humidification & filtration was leaking due to a monitoring cap that was broken and fell into the filter." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.